Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with shortness of breath. There was bigeminy and trigeminy seen on the electrocardiogram. The patient reported 1 low flow alarm that day and 6 over the previous weekend. The log files were reviewed and on (B)(6) 2025 the low flow estimator dropped below 2.5 lpm. These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. There did not appear to be any device issues causing these events. There were no other unusual events seen within the log files. The device was operating as expected. The patient did not have a history of bigeminy or trigeminy but did have a history of paroxysmal atrial fibrillation. The reason for the arrythmia was hypovolemia due to acute gastrointestinal (gi) bleeding. Hemoglobin/hematocrit was 5.5/16.1 upon hospital admission. It was unclear if the arrythmia resolved as there was no documentation of electrocardiogram after the initial imaging. It was noted that device/device therapy did not worsen, cause or contribute to the bigeminy or trigeminy. The arrythmia was ventricular. The patient was having symptoms of palpitations. The patient was to undergo an esophagogastroduodenoscopy (egd) with cauterization of actively bleeding arteriovenous malformation (avm). They were discharged home post procedure on (B)(6) 2025 with acetylsalicylic acid (asa) and coumadin continuing to be held. A clinic follow up appointment was scheduled. Diagnostic testing was done for the bleeding via esophagogastroduodenoscopy (egd) and labs (hemoglobin and hematocrit). Bleeding was confirmed via the egd. The bleeding was resolved with cauterization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025. A few low flow events were captured throughout the file, only one of which persisted long enough to result in a transient low flow alarm on (B)(6) 2025 at 10:02:36. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were observed, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.